Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an orif distsl radius, the surgeon had inserted a 2.4 va locking screw into the styloid of the distal radius plate. The screw did not lock into the plate and was just spinning. The surgeon chose a shorter screw to see if it would lock and it also did not lock into the plate. The surgeon ultimately removed the screw and placed a locking screw into a different hole. The surgery was completed successfully. There was a five minutes of surgical delay noted. No patient consequences noted. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for (1) 2.4mm va-lcp 2-clmn vlr dstl radius pl 6h hd/3h shaft/left. This is report 1 of 1 for (B)(4).